Manufacturer narrative:
Article citation including web address/literature reference (doi): citation: polly, d.w.; holton, k.j.; soriano, p.b.o.; haselhuhn, j.j.; odland, k.; sembrano, j.n.; martin, c.t.; jones, k.e. Prospective real-time screw placement using o-arm navigation. Surg. Tech. Dev. 2025, 14, 37. Https://doi.org/10.3390/ std14040037 a2: mean age of 39 years. This value is the average age of the patients reported in the article as specific patients could not be identified. A3b: 21 male and 40 female patients. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B3: date that the article was accepted for as the event dates were not provided in the published literature. D4: product identifiers are unknown. G3: 510(k)# is unknown. H3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the prospective real-time screw placement using o-arm navigation. The following medtronic devices were used:cd horizon solera 5.5/6.0. The incidence of intraoperative screw revision was (B)(6) cases. Of these, 9 screws were redirected, 9 were removed and not replaced, and 3 were replaced with shorter screws. Additionally, 4 screws were noted to be malpositioned medially or laterally by less than 2 mm. There were no adverse events or issues reported among patients. No further information was provided pertaining to medtronic products.